Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had displayed an "out of service" error. The technical support specialist (tss) had addressed a known issue with the application server being offline. The change, typically made from the server, was completed through the support account. The tss advised that, in the future, users can navigate to settings > devices, select the device, and toggle the in-service box to place it in or out of service. After implementing the fix, the station was successfully set to in-service, the issue was cleared and confirmed by the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es, the station was displaying an 'out of service' error and was not allowing users to log in. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.